Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was 198mg/dl at the time of incident. Troubleshooting found that the customer is in the hospital for surgery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. The customer provided no further details.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector at lcd locked properly during visual inspection. The device was received with cracked reservoir tube lip and minor scratched lcd window.